Event description:
Patient had a short gamma nail, liss plate and knee replacement in situ. There was a gap between the end of the nail and where the liss plate started. The patient had fallen and fractured between this gap. Surgeon removed the short gamma nail, to exchange it for a long one. He tried to put distal locking screws for nail through the screw holes in the plate; then through the nail. He was advised that this was off-label, he was aware of the dangers but still decided to proceed. The screws that he attempted to put though the plate were stripped of their thread (plate was stainless steel, screw titanium). Surgeon attempted to do this with 3 screws; threads stripped off each of them. He then decided to remove the plate and lock the nail as per the surgical technique.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device will not be returned